Event description:
Surgery for placement of catheter was in 1989 or 1990. In 4/94 a chest x-ray was performed and catheter was intact. Upon surgery on 8/31/94, a chest x-ray was performed and the catheter was severed. Additional to pt surgery of knee, also removal of groshong was performed. Another chest x-ray was performed after attempt of removal and a piece of the catheter could not be removed at that time.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.